Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-03574. It was reported that stent dislodgement outside the patient occurred. A 2.50x24 synergy¿ drug-eluting stent was selected for use. During preparation, it was noted that the stent was detached from the delivery system. Due to incorrect removal of the stent protector. The stent was not inserted to the patient. A 2.25x8 synergy¿ drug-eluting stent was unpacked and advanced to treat the lesion. However, during the procedure while positioning and pulling back, the stent was distorted at the proximal part. Another stent was deployed to correct the problem and the procedure was completed. Subsequently, the patient was re-introduced in the cath lab after procedure due to thrombosis and was resolved. No further patient complications were reported.